Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: "hi" mmol/l (greater than 33.3 mmol/l on the patient's meter) and 13.0 mmol/l (professional meter). The test strips were discarded; therefore, no product will be returned for evaluation.